Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that the off the shelf multibranched endograft is a safe and effective therapeutic option for urgent total endovascular taaa repair for which a custom-made endograft is not obtainable in due time.

Event description:
Article received: gallitto, e. E. (2017). Off the shelf multibranched endograft for urgent endovascular repair of thoracoabdominal aortic aneurysms. Journal of vascular surgery, 696-704. Purpose: to report early and midterm results of endovascular repair of urgent thoracoabdominal aortic aneurysms (taaas) by the off the shelf multibranched zenith t-branch endograft. Per the article adverse events included blood loss requiring transfusion, hypotension, inguinal wound dehiscence, mace and renal hemorrhage.